Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with bio ID. The field service engineer replaced the bio ID to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with the bio ID. The customer stated that the device is requesting a witness for ever access causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.